Event description:
Event description cpi received information that that two unipolar leads both model 4312 and two large patch leads both model 0041 were repaired. During a routine replacement of an implantable cardioverter defibrillator (ICD) the physician noted all four leads had abrasions, the abrasion did not appear to reach down to the conductors. The physician elected to repair the leads with medical adhesive and suture sleeves.